Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 125-130mg/dl fasting. Verified test strips expire 06/30/2018. Customer has not disclosed storage, and opened vial date over 4 months ago, (B)(6) 2015. Reviewed meter memory:102mg/dl, (B)(6) 2015 12:56:00 pm, fasting: no. 2:64mg/dl, (B)(6) 2015 11:38:00 am, fasting: no. 119mg/dl, (B)(6) 2015 12:52:00 pm, fasting: no. 43mg/dl, (B)(6) 2015 09:24:00 am, fasting: no. 41mg/dl, (B)(6) 2015 09:22:00 am, fasting: no. Customers concern: 41mg/dl and 43mg/dl on (B)(6). No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 125-130mg/dl fasting. Verified test strips expire 06/30/2018. Customer has not disclosed storage, and opened vial date over 4 months ago, (B)(6) 2015. Reviewed meter memory: 102mg/dl, (B)(6) 2015, 12:56:00 pm, fasting: no, 64mg/dl, (B)(6) 2015, 11:38:00 am, fasting: no, 119mg/dl, (B)(6) 2015, 12:52:00 pm, fasting: no, 43mg/dl, (B)(6) 2015, 09:24:00 am, fasting: no, 41mg/dl, (B)(6) 2015, 09:22:00 am, fasting: no. Customers concern:41mg/dl and 43mg/dl on (B)(6). No adverse event reported.